Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right: cat #: 3504251bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient underwent revision breast augmentation with 425cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date

Manufacturer narrative:
On 5/21/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device was returned for analysis at cg labs, and on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was returned for analysis, however, the exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st day of the month the device was received (B)(6) 2021. D6b fields have been updated on this form. The supplemental report will be submitted if additional information is received. Following fields have also been updated on this form accordingly. Is required intervention has been selected under section b; field b2. Field h6 health effect - impact code ¿device explantation¿ has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 2, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received 7611113 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).